Event description:
It was reported that the patient had difficulty charging the ipg as well as communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.